Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was low, and the customer was unable to provide the meter bg reading. As a result of the basal suspension, customer's blood glucose (bg) level rose to 1400 mg/dl and the customer was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.